Event description:
It was originally reported that a patient had to have her second primary cell implantable neurostimulator (ins) replaced quickly ¿due to her body being acidic.¿ it was stated that the second ins was implanted (B)(6) 2004. It was stated that the implants lasted 4 to 8 months. The patient later reported on (B)(6) 2014 that she has a tremendously high acid content, her body eats the batteries. The shortest implant duration for one of her batteries was 4 months and longest was 9 months. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33 lot# j0340485v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925 serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33 lot# j0340485v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925 serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).